Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip. The insulin pump was received with missing reservoir tube o-ring. We tested reservoir and does not lock properly inside the reservoir tube. The insulin pump was received missing endcap sticker.

Event description:
It was reported via phone call that the customer was having issues with reservoir. The reservoir won't stay in the pump; customer stated it looks like something is missing. The customer's blood glucose was unknown. The customer stated the o-ring is missing. The customer stated the pump got bumped and her blood glucose would go high. The customer was advised to discontinue the use of the pump and revert to back-up plan. The customer's blood glucose was unknown.